Event description:
The user facility reported that the reliance vision single chamber washer/disinfector was having a door issue on the unit. The door came down and stuck on a protruding container handle on the middle of three shelves of the wash rack without triggering the door safety switch thereby returning the door to the open position. The user facility personnel attempted to actuate the obstruction bar switch with their hand at which time the door came down and caught their hand between the door bottom and the washer frame. When the door hit the hand the door safety bar activated and the door then went to the open position. The personnel went to the emergency room and saw an orthopedic doctor and is currently undergoing physical therapy for the next two weeks.

Event description:
The affected employee has returned to normal duties at work.

Manufacturer narrative:
The technician inspected the washer and found the door was functioning to specification. The steris technician tested door opening and closing operation multiple times and also simulated door obstruction with fingers and could not duplicate the event.